Event description:
A nurse admin reported that a surgical incision was enlarged and the intraocular lens (iol) was replaced during the initial surgery due to "debris" or spots/deposits being noted on the iol following insertion. In a follow up, the surgeon reported the prognosis for the pt as "excellent".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 2/9/09 and 2/20/09 by phone, fax, and mail. A completed questionnaire was received on 2/24/09.